Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. The o-ring was visible at the battery cap when the power issue occurred. There was no moisture in the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump black box showed pump reboots had occurred. The battery compartment was found to be cracked at left side of grip from threads to the case seal. The battery cap was undamaged and the cap was able to fit securely to the pump with no power loss. During investigation, the pump was exercised for 12 hours using a test cap and no power loss or reboots occurred. The complaint of a power issue was not duplicated, however, damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.